Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the clinician is tried to inflate the cuff, the pilot valve did not allow the syringe to be connected to inflate the cuff. The endotracheal tube was not used on a patient. The device will not be returned for evaluation, it was discarded by customer.